Event description:
1) the device was used during the placement of a chest port in an adult female. During use a glass shard penetrated the butyrate tube and stuck into the surgeon's thumb. 2) it was reported that four days after the port placement the patient developed an infection at the port site. 3) the port was removed and the site was packed and dressed. 4) no further information available at this time. 5) the patient's condition is unk at this time.

Manufacturer narrative:
Some information for this report had not been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance ofthe device was out of specification. The product is provided sterile and has been shown to inhibit bacterial growth. It is not likely that the reported infection was caused by the device, but was from some other factor. Infection is a post operatvie complication that can be caused by a variety of factors such as type of laceration, the wound cleasnsing procedure, or the patient's condition before device application. There is a related event, medwatch #1034548-2006-00015 (shard penetration) that resulted in perforation of the surgeon's glove. The perforation was recognized after the procedure was completed. Four days later the pt developed an infection at the surgical stie and required additional medical intervention to preclude serious injury. The infection is possibly the result of the perforation of the surgeon's glove as the result of the shard penetration.